Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08725 inches. Insulin pump received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The initial report and or supplemental report had the incorrect aware date. The correct aware date is aug 15, 2016. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is aug 15, 2016. The customer's age information with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer reported that he went into a seizure and his wife called emergency medical service for assistance.